Manufacturer narrative:
The reported noise and display issue were confirmed. Electrical testing of the returned device determined electrodes 1-4 met specifications for acceptable resistance values, however short circuits were noted between electrodes 1-4, tct and tc2, the catheter did not display correctly on the ensite, and baseline noise was noted consistent with the reported issue. Upon further testing, the short circuits, display issue, and baseline noise were unable to be replicated. The catheter met specifications during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the short circuit was unable to be conclusively determined.

Event description:
This report is to advise of an event observed during analysis confirming short circuits within the catheter.